Event description:
Angioedema, female was enrolled in the post-market study to evaluate adverse event incidence rates in patients with fitzpatrick skin phototypes IV to vi undergoing correction of nasolabial folds with hylaform (hylan b gel), hylaformp plus (hylan b gel) or captique injectable gel, who began treatment with captique in 2006 and experienced tongue swelling, and inability to speak. The subject was pre-treated with 3 grams of betacaine 5-15 topical ointment, which was applied to the nasolabial fold for 1 hour prior to captique injection. The subject was treated in the left nasolabial fold with 1.50 ml of captique on in 2006. Immediately following the injection the subject experienced tongue swelling, and was unable to speak. The subject was taken to the emergency room where the diagnosis of angioedema was made. No treatment was given and the episode resolved spontaneously. The investigator assessed the events as unlikely related to captique; she felt the patient reacted to the betacaine. The study treatment stopped that day, the right nasolabial fold will not be treated.